Event description:
The customer reported the ventilator's low o2 alarm was sounding when it was powered on and being prepped for patient use. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service technician reported during testing of running in normal vent mode for 20-30 minutes, the fio2 would decrease and the low o2 alarm would sound. The service technician was able to duplicate the customer reported problem. The service technician replaced the o2 pressure switch and regulator to correct the findings. Performance verification testing was completed, and all tests passed to operating specifications.

Manufacturer narrative:
Pressure switch